Manufacturer narrative:
The lead was not returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. An invasive revision procedure was performed and the lead was explanted and replaced without complication. No other adverse patient effects were reported with this clinical observation.